Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a saccular abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the pt has a history with cancer and had his bladder, ureter and left kidney removed which created a lot of scar tissue in the abdomen area. The bifurcated stent graft was deployed; however, it was pulled down 2 cm because the ipsilateral limb was not fully deployed when the physician pulled down. This required an aortic cuff to be implanted proximally. It was noted that the contralateral limb was crossing over and it was perpendicular to the ipsilateral limb. There was some blood flow by evidence of contrast seen filling the aneurysm sac when an angiogram was run. An attempt was made to cannulate the gate in a standard fashion unsuccessfully. Attempted to go up and over the flow divider but that was also unsuccessful. Attempted the brachial approach but the wire kept going into the ascending aorta and into the heart. The physician decided to abort the case and close the pt. The plan was to perform open repair the next day. Later the same evening, the pt had a ischemic leg and was taken to open surgical repair, where the bifurcated stent graft was transected proximally. The cuff and the bar springs along with a small section of the proximal stent graft was left in place. The middle section of the body of the bifur was transected including the contralateral gate area. The remaining portion of the ipsilateral limb was also left in place. A tube graft was then sewn onto the graft that was left in place and to the aorta. The pt was sent to the ICU in grave condition after losing a lot of blood and expired 4 days later.

Manufacturer narrative:
Evaluation results: (death), (ipsilateral limb not fully deployed when the device was pulled down). Conclusion: (ipsilateral limb not fully deployed when the device was pulled down).